Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the tip of the sheath broke about seven millimeters from the tip before it went outside. The tip was still partly attached to the rest of the sheath at one site. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: two needles were returned for evaluation. The evaluation found the product had been used and the tip of one needle was bent.